Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining lower than expected troponin (accutni) patient (six patient results) and qc results, generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Subsequent testing on a new reagent pack produced higher results within the same clinical category but outside of the assay's stated precision claim of 8% for all six patients involved. It is unknown if the customer received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc data, prior to the event accutni qc failed out of range low from 3 to 5 standard deviation (sd) when run on the reagent pack - serial #(B)(4). When the reagent pack was replaced with a new one (serial #(B)(4)) accutni qc passed within the customer's established ranges. The customer indicated that the accutni reagent pack - serial #(B)(4) is being sent to customer product line support (cpls) for further investigation. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.